Manufacturer narrative:
The event involves a device that is not cleared for sale in the u.s., but similar device is commercially available in the u.s. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned.

Event description:
The customer reported that the patient has developed infection following implantation in (B)(6) 2018 with stryker devices.